Manufacturer narrative:
H3. Analysis of the catheter body found damage to the transition tube. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine 1 mg/ml at 0.2 mg/day via an implanted pump. It was reported the patient had a spinal surgery in (B)(6) of 2020. During the surgery, the surgeon had to cut the catheter in order to do his surgery. The patient¿s pump had been running at minimum rate since. It was reported the patient finally cleared for surgery which was completed today, (B)(6) 2020. During the surgery, the doctor implanted a new 8780 ascenda catheter sn: (B)(4) because he did not know where the original catheter was cut back in march and did not want to try to revise the existing catheter. The catheter was successfully placed and successfully aspirated via the catheter access port (cap). The catheter would be returned. The catheter was replaced due to it being cut during a spinal surgery in (B)(6) 2020. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s weight was asked and unknown (would not be made available (legal/confidential reason) and medical history included diabetes mellitus and hypertension. No further complications were reported.